Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. An infusion set change was performed to address the occlusion alarm. The customer¿s blood glucose (bg) level was 376 mg/dl. System check with tandem technical support indicated that the blockage was likely located at the site; however, the customer declined to remove the site for observation. Reportedly, the customer reconnected the tubing to the site and administered a bolus successfully with no further occlusion alarms.